Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump alarmed prime during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and button error from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.